Manufacturer narrative:
Device not returned

Event description:
Reportedly in stent restenosis of entire stented area (described as severe) after implant duration of six months. As a result, a lower extremity bypass was performed. This bypass graft was on the right sfa to below the knee in the popliteal artery with a reverse saphenous vein from the ipsilateral limb. See MDR 600002-2006-00301.